Manufacturer narrative:
It was reported that the battery had two gas gauge bars on the led strip that would deplete, potentially showing the battery instantly losing charge when connected to a controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file were not available for analysis. As such, results were based on how the battery performed during bench testing. The battery passed both visual and functional testing; the battery was able to adequately provide power to a controller. No failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complained that the power goes from 4 blocks to 2 blocks as soon as the battery is connected to the controller and there is an immediate power drop. It was stated that there was no effect on patient. It was stated that the devices were exchanged. No additional information available.